Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/06/2026, it was reported that at approximately 10:05 am, the patient was working in a neurosurgical facility when she suddenly lost consciousness (loc). A colleague immediately called 911 after finding her unresponsive. Emergency medical services (ems) responded to the scene. The patient was unable to recall the timing of ems arrival or her cgm readings prior to the loc and was also unsure of any blood glucose (bg) values obtained by emergency personnel. She was told her watch emitted an alert shortly before the episode. He was transported to the emergency room (ER). She was diagnosed with bg instability, and at one point she had dka. Treatment included d50 IV and IV insulin until her blood glucose stabilized. At some point prior to discharge a bg level was 92 mg/dl. She was discharged 12 hours later in stable condition on (B)(6) 2026. The sensor was removed in the ER. This is considered a serious adverse event. She experienced high bias inaccuracy which resulted in loss of consciousness and resulted in medical intervention by a third-party (ems) and by health care professional (hcp) at the ER. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/06/2026, it was reported that after the patient (a neurosurgeon) inserted a new sensor, she stated that after several days of use, the sensor began displaying ¿severe low¿ glucose readings. On (B)(6) 2026 at approximately 10:05 am, the patient was working in a neurosurgical facility when she suddenly lost consciousness (loc). A colleague immediately called 911 after finding her unresponsive. Emergency medical services (ems) reportedly measured her blood glucose at approximately 32 mg/dl. The patient remained unconscious during transport. The patient was unable to recall the timing of ems arrival or her cgm readings prior to the loc and was also unsure of any additional bg fs values obtained by emergency personnel. She reported that colleagues indicated they heard a watch alert shortly before the collapse; however, the patient stated she was not wearing her watch at the time, as it cannot be worn during surgical procedures. She regained consciousness several hours after medical treatment was initiated. During her hospitalization, the sensor was removed by medical staff. The patient reported being diagnosed with diabetic ketoacidosis (dka) or a similar condition described as ¿blood glucose intolerance¿ (exact diagnosis unspecified). She stated that insulin was initiated, after which her glucose levels dropped, requiring treatment with intravenous dextrose (d50). When her glucose levels subsequently increased to an unspecified high value, she was placed on an insulin drip to stabilize her blood glucose. The patient remained hospitalized for approximately one and a half days and was discharged on the evening of (B)(6) 2026. At the time of discharge, her blood glucose was reported to be stable at approximately 92 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.